Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4) h3: product ID: 97755, serial/lot #:(B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they had been having trouble charging their implant since a little before march. The pt notified their manufacturer representative (rep) and did some troubleshooting over the phone, including resetting their controller, which did not resolve the issue. Their rep redirected the pt to patient services for assistance. The pt said when they try to charge their implant, the controller kept running 'looking for device' over and over, and only progresses to charging their implant some of the time. When the pt does successfully begin charging, the controller doesn't show a recharge quality and charges very slowly. The pt said they will very occasionally see the quality displayed, but sometimes when turning on the controller to check the quality, they go back to 'looking for device' all over again. Agent had the pt examine their equipment for damages. The pt said the recharger cord/plug and controller port all appeared to be fine. The pt mentioned the paddle of recharger started getting quite a bit warmer than normal when they would try to charge their implant as well. The pt said a little before march the issues began, then in april charging was harder to start, and over the last couple weeks they weren't able to get charging to work. The issue was not resolved a replacement recharger (rtm) was sent out. No symptoms were reported.